Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 689 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose. Customer also reported that the buttons were hard to push on insulin pump. Customer was assisted with displacement and high pressure test and both test was pass. The insulin pump will be returned for analysis. Unomed inf set. Frn-unk-rsvr.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The time advanced properly during testing. No button error alarm noted. Device had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.